Event description:
It was reported the coating peeled off. A v-18 control wire was selected for an angiogram and angioplasty procedure in the right lower limb. During use, the wire hydrophilic coating was noted to be peeling off. A second v-18 control wire was selected. Upon opening and inspecting the wire, the wire hydrophilic coating was noted to be peeling off. There were no patient complications. The procedure was completed and the patient was stable.

Event description:
It was reported the coating peeled off. A v-18 control wire was selected for an angiogram and angioplasty procedure in the right lower limb. During use, the wire hydrophilic coating was noted to be peeling off. A second v-18 control wire was selected. Upon opening and inspecting the wire, the wire hydrophilic coating was noted to be peeling off. There were no patient complications. The procedure was completed and the patient was stable. It was further reported the procedure was completed using a different brand wire.

Event description:
It was reported the coating peeled off. A v-18 control wire was selected for an angiogram and angioplasty procedure in the right lower limb. During use, the wire hydrophilic coating was noted to be peeling off. A second v-18 control wire was selected. Upon opening and inspecting the wire, the wire hydrophilic coating was noted to be peeling off. There were no patient complications. The procedure was completed and the patient was stable. It was further reported the procedure was completed using a different brand wire.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with a torque device attached to it. A section of the polymer jacket was returned inside a jar. Inspection found the detached section of the polymer jacket measured approximately 0.5 inches. The remaining distal tip polymer jacket was bent, and it had twisted sections; it remained attached to the guidewire body. The guidewire body was bent approximately at 57.5 and 117.25 inches from the proximal end. No other visual damages were found on the device. Dimensional inspection was performed. The middle section and proximal section outer diameters were within specification.